Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced multiple alarms at home while she was on battery power. Once the patient connected to the power module the alarm went away; however, it would occasionally "signal beep". The system controller and battery clips were exchanged. The log file was reviewed and frequent power cable disconnect events related to low voltages were noted while the patient was on the white power lead and when she was connected to battery power and the power module. It was felt that there was a possible issue with the system controller. A total power loss event was also noted prior to the end of the log file. The alarms were resolved after the system controller and battery clips were exchanged.